Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, information not received. Race - requested, information not received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached, so the device was not used and another angio-seal device was used to continue the hemostasis procedure. It was reported that hemostasis was successfully achieved by the 2nd device. The physician had completed the training process on the device prior to this case. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device had been stored on a level place. It was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal sts plus carrier assembly and one bypass tube were returned for evaluation. The poly-foil pouch, the arteriotomy locator, and the hemostatic sheath were not returned. The carrier tube assembly and bypass tube were subjected to visual inspection. The bypass tube was detached from the carrier assembly in the packaging. No gross anomalies were present in the carrier tube assembly and bypass tube. Angio-seal sts IFU was reviewed and the following instructions state: "under strict conditions and using sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." The complaint can be confirmed. The poly-foil pouch was not returned for evaluation, and past complaint history has shown bypass tube detachment occurring when the poly-foil pouch has not been pulled apart completely as the IFU dictates. As the pouch was not returned, no definitive conclusion as to what caused the event can be made. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.